Manufacturer narrative:
Date received by manufacturer: 07nov2019. Date of report: 08nov2019. The manufacturer¿s field service engineer remotely (fse) confirmed the reported proximal pressure not measured issue. The manufacturer¿s field service engineer (fse) remotely advised caller to try replacing solenoids 3 and 4. If that does not resolve then the (da pcb) data acquisition printed circuit board may be faulty and provided part ID. The customer confirmed replacing the da pcba resolved the issue. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported proximal pressure not measured. There was patient involvement, but no one was harmed.